Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level remained between 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. Reportedly, customer continued using pump for insulin therapy.